Event description:
It was reported that during a lap. I hysterectomy, the active blade broke. No info known if blade portion was found in the pt or outside of the pt. There was no reported pt consequence.